Event description:
It was reported that on may 29, a vta (29:34) appeared multiple times. A field engineer examined the devices and found an issue with the drag brake. The field engineer tightened the drag brake removed the unnecessary ground wire from the vta board system and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
Investigation closed and additional information is as follows: on (B)(6) 2024 on a 3dimensions (serial number (B)(6)), a customer observed a vertical travel assembly (vta) error code vta 29:34 multiple times during a patient exam/procedure. There was no alleged health consequence or impact to the user/patient. The field service engineer tightened the vertical drag brake and removed the ground/shielded wire from the vta board system. The fse tested system functionality and found that the system was working to specification. No part was provided for initial evaluation. Since no part was returned, the investigation will be limited. The vta ground/shielded wire was introduced to decrease the number of false uncommanded movement errors such as vta 29:34. Through the eco¿s associated verification the ground/shielded wire was found to decrease the amount of signal noise experienced by the vertical potentiometer, and this decreased signal noise then decreased false uncommanded movement errors. In addition to removing the wire, the fse tightened the vertical drag brake . An uncommanded motion error could not be replicated in the post market quality assurance (pmqa) laboratory. Moved a 3dimensions gantry c-arm up and down 5 times with the ground/shielded wire attached and 5 times detached. No errors observed with and without the ground/shielded wire connected. -loosened set screws below the vertical drag brake and then moved the gantry c-arm up and down 5 times. No errors were observed. Removed the drag clutch and repeated the c-arm up and down movement. No errors or uncontrolled motion was observed. The root cause is unknown. The probable cause cannot be determined. It is possible that the ground/shielded wire added signal noise for this instrument and triggered a false uncommanded movement error. It is also possible that the loose vertical drag brake caused intermittent binding. Unable to replicate either scenario in a laboratory setting. In summary, the root and probable causes are unknown. It is possible that there was a motor clutch malfunction, and it is also possible that the ground/shielded wire caused additional noise for this instrument. Both clutch and the wire received troubleshooting when this issue was resolved, and laboratory testing could not reproduce the issue from the clutch or wire. The risk index (ri) remains in zone 1 with an ri of 2. This is an acceptable risk. CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4). Sku: 3dm-sys-std serial number: (B)(6). Date of manufacture: 3/18/2024. Installation date: 4/16/2024. Complaint date: (B)(6) 2024. DHR summary: - pda-05852 allowed use of asy-12812 rev 8 ¿assy, vertical travel w/o harness and boards¿ while asy-12812 rev 9 was pending from the supplier. - nce-0085302 describes that pwr_ctlr (38:28) and pwr_ctlr (38:41) errors were found during the functional test (tp-02101) of the power distribution drawer (pdd) in manufacturing. Replaced pcb-00183 assy, pcm bd. In the pdd. No further errors identified. The vertical transport assembly (vta)-related tr-02085 ¿selenia dimensions final test record, sequence #14¿ was completed without any noted issues.